Manufacturer narrative:
The product serial number was not provided and the manufacture date could not be determined. The product serial number was not provided and expiration date could not be determined. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient¿s lvad system was producing low flow alarms. The lvad system log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated from (B)(6) 2018 to (B)(6) 2018 and observed a no external power alarm that may have been due to the ac power cable coming loose from the mpu. Additional information was requested but not provided.